Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing associated with the rv lead. Right ventricular (rv) impedance steady near 550 ohms with one spike to 1083 ohms on (B)(6) 2016. Rv lead integrity warning on (B)(6) 2016 due to high sensing integrity counter (sic) count and rv lead impedance. Ventricular-sic occurred on (B)(6) 2016 (18.3/hour). Eleven nonsustained ventricular tachycardia episodes of less than 220 milliseconds ventricular-ventricular cycle recorded on (B)(6) 2016. Rv lead integrity alert (lia) (B)(6) 2016 due to high rate nonsustained episodes less than 220ms and high sic count.

Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) due to oversensing sensing integrity counter (sic), non-sustained tachycardia episodes showing noise, and measured high impedance. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.